Event description:
During retraction of a 7.0mm malyugin ring the ring fractured at the glue joint. There was no impact to the patient and the procedure was completed as planned.

Manufacturer narrative:
The evaluation of the failed ring showed damage that was consistent with the ring being retracted into the insert too far.